Event description:
Laser fiber broke off before insertion into the laser bridge. Removed 2 parts of fiber from field. Replaced with new fiber. Called charge, also informed materials manager. Saved laser fiber with box and pt's [patient's] label to be picked up by materials staff. Clinical site works directly with mfg rep [manufacturer representative] to notify them of the event and return product is applicable. Manufacturer response for laser fiber, moses 550 (per site reporter).